Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx xience v stent delivery system (sds) used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which may have contributed to the reported difficulty. Additionally, it was reported the lesion was not pre-dilated prior to advancing the sds, which also may have contributed to the physical resistance and balloon rupture. It should be noted the xience v instructions for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the first inflation; however, without the product to examine, a conclusive cause for the rupture could not be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for physical resistance or balloon ruptures. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a mildly tortuous, moderately calcified, 95% stenosed, mid right coronary artery lesion, direct stenting with a 3.5 x 15 mm xience v was attempted and it was difficult to cross the calcified vessel short of the target lesion. During deployment and the first inflation at 6 atmosphere the balloon ruptured. After removal from the anatomy a pinhole rupture was noted on the distal marker. The procedure was completed after post-dilatation with a 3.5 x 15 mm non-abbott balloon. There was no clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.